Event description:
In 2009, a pt underwent a kyphoplasty procedure at t12. During the procedure, one balloon ruptured at the completion of the inflation. The rupture was thought to be due to contact with a sharp bone fragment. During bone cement injection, a posterior cement leakage was noted, and the cement injection was stopped immediately. The procedure was completed at that point. When the pt awakened, the pt responded well without sequelae. A post-operative CT scan on the same day demonstrated retropulsion of a posterior wall fragment of the vertebral body. Post-operatively, the pt was reported to have no neurological symptoms, but did have typical pain that was expected after a surgical procedure. There was no further treatment planned, and the pt was reported to be feeling well.

Manufacturer narrative:
F/u conversation with company rep reporting the event.